Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable meter results from their coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 34521321. For information on strip lot 35349723 refer to the medwatch with patient identifier (B)(6). At 3:01 pm the meter result from strip lot 34521321 was 5.4 inr. At 3:04 pm the meter result from strip lot 35349723 was >8.0 inr. A separate finger was used for each test. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has had no changes in diet, and there has been no bleeding or bruising that has required medical "treatement". The customer had been taking antibiotics. The meter and test strips have been requested for return. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy. The result of >8.0 inr alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.